Manufacturer narrative:
B3: event date is unknown - not provided.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) developed noise causing the patient problems. The system was reset and the noise disappeared for a while. Now, the noise was back and the patient had to shut the system off because it caused migraines. The patient was trying to find time to get it reset again.